Manufacturer narrative:
A comprehensive records re-review will be conducted. Once the results are available,a follow-up report will be submitted.

Event description:
On (B)(6) 2022, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint as part of the fortiva appear study. On (B)(6) 2020, the 48-year-old patient underwent a bilateral nipple removing skin sparing post-mastectomy breast reconstruction. Two fortiva® dermal grafts and two implants were implanted. Four drains remained indwelling. On (B)(6) 2022, the patient underwent a deflation procedure of the right implant. She was offered an implant exchange which took place in march 2022 after completion of the study.

Manufacturer narrative:
One departure from standard operating procedures was noted during the records re-review for lot pd18440001, power failure. The departure did not affect the quality of the product. To date, rti germany has manufactured and distributed 29 fortiva® dermal grafts from lot pd18440001 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. On 01/18/2022, 710 days post-operatively, the patient underwent a deflation procedure of the right implant. It is more likely that the fortiva implant had to be removed to revise the deflated silicone implant. Per rti germany's medical assessment, the adverse event is associated with a source or event extrinsic to the fortiva dermal implant.

Event description:
Additional information was provided to rti germany which indicated that the fortiva implant was removed during the revision procedure on an unknown date in (B)(6) 2022. On (B)(6) 2022, confirmation was provided that the patient's issue had resolved without any residual effects.